Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exist between ccpd therapy utilizing the liberty select cycler and the serious adverse events of bowel perforation/ischemia, septic peritonitis, multisystem organ failure, acute respiratory failure, septic shock, and metabolic encephalopathy (characterized by mental status changes, fever, abdominal protuberance/tenderness, diaphoresis, tachycardia, hypotension, tachypnea, cloudy peritoneal effluent fluid) and death, which required hospitalization, ICU admission, and intubation. The patient¿s last ccpd treatment was completed approximately 24 hours prior to his passing, and per the medical examiner, the patient¿s death was due to natural causes. The patient¿s primary cause of death was septicemia, secondary to a bowel perforation, and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Septicemia is a life-threatening condition with a mortality rating of 12-22% and is primarily caused by severe bacterial infections. Medical documentation confirmed the decision was made to transition the patient into hospice care on (B)(6) 2024 after a complicated hospital course, and the patient expired as a result later the same day. Hospice care is considered medical intervention, with the expectation being the patient will expire as a result. The serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 19/nov/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized on (B)(6) 2024 due to sepsis caused by peritonitis. No additional information was provided during the intake process. Medical records revealed the patient presented to the emergency room (ER) on (B)(6) 2024 with symptoms of septic shock including: fever, diaphoresis, abdominal protuberance/tenderness, tachycardia (heart rate = 124), hypotension (blood pressure = 98/58), tachypneic (rate = 35), abdominal pain (onset - 17/nov/2024), and cloudy effluent (onset - 18/nov/2024). The patients¿ point of contact (poc) reported the patient recently underwent a diagnostic laparoscopy (date not provided) for the evaluation of his pd catheter (not a fresenius product) and has not ¿entirely been himself ever since.¿ hematological studies revealed the patient was suffering from severe metabolic acidosis (lactic acid = 8.6 mmol/l), elevated liver function tests, and leukocytosis. The patient was initially treated with 2.0 liters of intravenous (IV) normal saline, which improved the lactic acid level (5.6 mmol/l) and blood pressure, however the patient¿s hypotension returned and required the administration of norepinephrine. A peritoneal effluent cell count was also performed and was positive for gram-positive cocci, and a computed tomography (CT) scan discovered a bowel perforation, small bowel ischemia, ascites, portal venous gas, pneumatosis of the small intestine, and although the timeline for collection is unknown, peritoneal cultures were positive for multiple bacteria (organisms not provided). The patient was admitted to the intensive care unit (ICU) and was intubated shortly thereafter. The patient received IV fluids, vancomycin, zosyn, and 3 different vasopressors (vasopressin, angiotensin ii, norepinephrine) due to severe hypotension. A surgical consultation was placed for the bowel perforation, and after consulting with the general surgeon, the patient/family chose to withdraw care and provide comfort measures only (hospice care) due to his poor prognosis (multisystem organ failure, acute respiratory failure, septic shock, bowel perforation/ischemia, metabolic encephalopathy). Life support was removed later the same day, and the patient expired at 2122 on (B)(6) 2024 with family present. The patient¿s last ccpd treatment was completed approximately 24 hours prior to his passing. Per the medical examiner, the patient¿s death was due to natural causes and no autopsy was performed. The patient¿s primary cause of death was septicemia, secondary to a bowel perforation and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient¿s liberty select cycler has not been returned to the manufacturer at the time of this investigation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 19/nov/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized on (B)(6) 2024 due to sepsis caused by peritonitis. No additional information was provided during the intake process. Medical records revealed the patient presented to the emergency room (ER) on (B)(6) 2024 with symptoms of septic shock including: fever, diaphoresis, abdominal protuberance/tenderness, tachycardia (heart rate = 124), hypotension (blood pressure = 98/58), tachypneic (rate = 35), abdominal pain (onset - (B)(6) 2024), and cloudy effluent (onset - (B)(6) 2024). The patients¿ point of contact (poc) reported the patient recently underwent a diagnostic laparoscopy (date not provided) for the evaluation of his pd catheter (not a fresenius product) and has not ¿entirely been himself ever since.¿ hematological studies revealed the patient was suffering from severe metabolic acidosis (lactic acid = 8.6 mmol/l), elevated liver function tests, and leukocytosis. The patient was initially treated with 2.0 liters of intravenous (IV) normal saline, which improved the lactic acid level (5.6 mmol/l) and blood pressure, however the patient¿s hypotension returned and required the administration of norepinephrine. A peritoneal effluent cell count was also performed and was positive for gram-positive cocci, and a computed tomography (CT) scan discovered a bowel perforation, small bowel ischemia, ascites, portal venous gas, pneumatosis of the small intestine, and although the timeline for collection is unknown, peritoneal cultures were positive for multiple bacteria (organisms not provided). The patient was admitted to the intensive care unit (ICU) and was intubated shortly thereafter. The patient received IV fluids, vancomycin, zosyn, and 3 different vasopressors (vasopressin, angiotensin ii, norepinephrine) due to severe hypotension. A surgical consultation was placed for the bowel perforation, and after consulting with the general surgeon, the patient/family chose to withdraw care and provide comfort measures only (hospice care) due to his poor prognosis (multisystem organ failure, acute respiratory failure, septic shock, bowel perforation/ischemia, metabolic encephalopathy). Life support was removed later the same day, and the patient expired at 2122 on (B)(6) 2024 with family present. The patient¿s last ccpd treatment was completed approximately 24 hours prior to his passing. Per the medical examiner, the patient¿s death was due to natural causes and no autopsy was performed. The patient¿s primary cause of death was septicemia, secondary to a bowel perforation and was unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient¿s liberty select cycler has not been returned to the manufacturer at the time of this investigation.